Manufacturer narrative:
Medical device problem code: 2923 added to initial MDR. Claim # (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -15.5/+3.0/090 into the patient's right eye (od) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a longer length lens due to low vault. This resolved the problem. The reporter did not give a cause for this event.